Event description:
The device was returned with no information.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.